Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2016, the patient presented to the doctor after fall. This adverse event was treated by a revision surgery on (B)(6) 2022, in which a lgn ps high flex xlpe sz 1-2 13mm was exchanged with a 1/2 x 15mm legion xlpe hf insert.. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the returned device has damage along the base. A lab analysis performed on the device revealed damage to the anterior surface of the post in the middle of the post and yellowish discoloration to the articular surface of the insert. Yellowish discoloration of the polyethylene of implants can occur when exposed to fluids in or around a joint. The discoloration of the insert is shown on the articular surface. Macroscopic/microscopic examination of the insert showed burnishing wear on the condyles of the articular surface of the insert and damage to the backside of the insert at the lock detail. No damage was observed in the anterior edge lock detail. No additional unexpected visual features noted. No evidence of deviation in processing or material was found for the retrieved item. No definitive conclusions as to the cause of these issues can be determined. The clinical/medical investigation concluded that, the clinical root cause of the reported fall could not be definitively concluded. The assessed patient root cause is likely the reported fall, which required a revision. A lgn ps high flex xlpe sz 1-2 13mm was revised with a 1/2 x 15mm legion xlpe hf insert. The result of the revision and future impacted could not be concluded and it is not concluded that this was a mal performance of the smith and nephew device. The impact to the patient beyond the reported subsequent revision cannot be determined since the patient¿s health status was reported as unknown. Therefore, no further clinical/medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review made by the quality engineering team revealed that the root cause of the reported incident could not be determined. There were no observations of material or manufacturing deviations in the course of this investigation. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. A factor that could contribute to the reported event include traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.